Event description:
Boston scientific received information that the left ventricular (lv) lead displayed pacing impedance measurements greater than 2,000 ohms. Additionally, threshold measurements had increased from 0.8v@0.4ms to 3.3v@1.0ms. No loss of capture (loc) was observed. It was reported that the patient implanted with this device system had fallen on multiple occasions due to a high activity level, which may have resulted in a possible lead fracture. Additional information was sought from the local area sales representative, however, at this time, additional information was not available. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.